Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins). It was reported that "everybody" hates the ins- the device was very hard to charge and keep a charge because of the placement of the ins. The patient's body was curved and the ins was not. It was placed in the lower center of their back and they could never get anything in the right place to charge or adjust. They wished the healthcare provider placed the device in a different area. The device works when it's charged but doesn't when their battery depletes. Everyone had a hard time using the equipment due to the placement of the ins. They once were receiving an MRI and it took them forever to put the ins into MRI mode because of the placement of the device. No further complications reported.